Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution kit was selected for use during a left atrium appendage closure (watchman) to treat a stroke prevention for fibrillation. During the preparation for the procedure, upon opening the package, it was noticed a fracture on the mechanical guidewire component of the versacross kit, as the physician was prepping to insert via the versacross sheath. The device was not broken completely in two pieces. It is unsure if the stretch, that was not mentioned by the physician. No damage to the package was noted. No patient complications were reported. The procedure was completed successfully.